Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ tracheobronchial stent was used during a tracheobronchial stent placement in the bronchi performed on (B)(6) 2015. According to the complainant, during the procedure the physician advance the catheter over the guide wire and attempted to release the stent; however, the stent would not release further. The partially deployed stent was removed from the patient and the physician noted that the distal end of the catheter was kinked into an ¿s-shape.¿ the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 17 mm. During the product analysis the investigator was able to deploy the remainder of the stent; however, it was noted that the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked in two separate locations; 30 and 84mm proximal to the tip. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement in the bronchi performed on (B)(6) 2015. According to the complainant, during the procedure the physician advance the catheter over the guide wire and attempted to release the stent; however, the stent would not release further. The partially deployed stent was removed from the patient and the physician noted that the distal end of the catheter was kinked into an s shape. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.